Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the sensor will become defective about 2 to 3 months of use. Sensor's cover will peel out exposing the inner wire. This can be dangerous to patient and medical care staff. It can also induce a bad sensor's out come providing a wrong reading results. There was no known impact or consequence to patient.